Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was a calcified lesion located in the mid left anterior descending artery (lad). The 3.0 x 23 mm xience xpedition stent was implanted without pre-dilatation. There was no resistance during advancement to and retraction from the lesion. However, the stent delivery system (sds) balloon ruptured during the second inflation at 12 atmospheres (atm). Post-dilatation was performed with a 3.0 x 10 mm non-abbott balloon and the procedure was completed. The physician commented that the balloon ruptured due to the calcified lesion. There was no report of a clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.